Event description:
It was reported that device entrapment occurred. The target lesion was located in the superficial femoral artery. A 3.0x40x150mm sterling balloon catheter was advanced; however, it got stuck on a non-bsc wire. The entire system was removed and the procedure was completed with another of the same device. No patient complications were reported.